Event description:
Hill-rom received a report from the account stating the bed exit would not set. The bed was located at the account on the 3rd floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the scale was not zeroed prior to putting a patient in the bed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician zeroed the bed exit to resolve the issue. Based on this information, no further action is required.